Event description:
It was reported that after centrifugation with bd vacutainer® sst¿ ii advance plus blood collection tubes 2 tubes from same patient had poor separator movement. There was no reported patient impact. The following information was provided by the initial reporter, translated from spanish to english: after centrifugation of two serum tubes from the same patient, the serum remains between two layers of gel, that is, not all the serum remains above the gel.

Manufacturer narrative:
H6: investigation summary: bd had not received samples for the investigation but one (1) photo was provided. Ten(10) retention samples from bd inventory were drawn with horse blood, mixed, and stood for 30 minutes. They were then centrifuged at 3450rpm for 10 minutes, using an mse mistral 1000 centrifuge (serial number (B)(6)). All samples separated as expected with complete impervious gel barriers no gel smearing was observed. A review of the photo showed evidence of inappropriate separation and smearing. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. The customer¿s defects could be not be replicated from testing the retained tubes, however, the complaint is confirmed based on the photo provided. No definitive root cause could be established for the reported defect, however it is understood that patient conditions and processing factors can impact on the quality of the barrier obtained. A complaint history review indicated this is the 1st complaint received for the reported defect and lot number. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that after centrifugation with bd vacutainer® sst¿ ii advance plus blood collection tubes 2 tubes from same patient had poor separator movement. There was no reported patient impact. The following information was provided by the initial reporter, translated from spanish to english: after centrifugation of two serum tubes from the same patient, the serum remains between two layers of gel, that is, not all the serum remains above the gel.